Event description:
It was reported to boston scientific corporation that following a medical visit six months after implantation (procedure date unknown) with an uphold vaginal support system, the patient experienced pelvic pain. The patient's current condition, in addition to whether there was any medical intervention for the pelvic pain, is unknown. The patient is reportedly over 18 years of age. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.